Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, selftest and the displacement accuracy test. No device problem found. Unit failed active current test and sleep current test due to moisture damage on the lcd ribbon connector.

Event description:
Information received by medtronic indicated that the insulin pump battery was out and it started alarming critical pump error. The insulin pump was dropped. No other error as reported. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.